Manufacturer narrative:
Suspect medical device: common device name: not available. Regulation name: hemostatic device for intraluminal gastrointestinal use. Protocol #: den170015. Investigation evaluation: our laboratory evaluation of the product said to be involved confirmed the report. All components were not included in the return (no hemospray device and only one catheter was returned), therefore a complete evaluation was not possible. The returned catheter presented with damage at the proximal end indicative of the catheter being pulled or stretched. Powder and dried blood was present on the exterior of the catheter. When tested with a sample device, no powder exited the catheter. A product discrepancy or anomaly that could have contributed to this reported occurrence was not observed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: the root cause for the report of unable to spray and damaged catheter is unknown. A discrepancy or anomaly that could have contributed to the reported observation was not observed during our laboratory analysis of the returned product. However, we could not conduct a complete investigation because only a catheter was returned for evaluation. This limits our ability to conclusively determine a cause. A corrective action has been initiated concerning device failure due to being unable to spray powder. Prior to distribution, all hemospray endoscopic hemostats are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a corrective action has been initiated concerning device failure due to being unable to spray powder. The product said to be involved is included in the scope of the corrective action. A review of the complaint history was conducted. Quality assurance will continue to monitor for complaint trends.

Event description:
During an endoscopic procedure, a hemo-7 would not deliver powder through the catheter. The second catheter supplied in the kit was reported to appear ¿stretched¿. A second hemo-7 device was used to complete the procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.